Event description:
Diabetes mellitus, tube fed, persistent vegetative state related to cva, and shear wounds on buttocks. Patient bottomed out on plexus medical/p2500 low air loss mattress system resulting in shear wounds on buttocks progressing to stage 3 and 4. Failure caused by twisted air-tube from pump to mattress.